Event description:
This rv lead was implanted on (B)(6) 2018 and was explanted on (B)(6) 2018. In a form scanned by medical records on (B)(6) 2018, it was noted that the lead exhibited was explanted due to perforation of the right ventricular wall. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).